Event description:
Trial. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), an in-stent restenosis occurred. In 2002, the pt was treated as he came in because of angina of an unstable nature. The pt was diagnosed to have total occlusion of the distal right coronary artery and 90% blockage of the proximal left anterior descending (lad) which was stented open with a non-bsc stent and a scimed stent. In 2004, the pt returned with angina and abnormal thallium. The pt was referred for catheterization. The angiogram showed high-grade 85% eccentric stenosis in the proximal lad. A 3.0x15mm boston scientific cutting balloon advanced across the aortic stenosis was inflated four times. Angiograms showed distal spasm. Nitroglycerin was given. Then brachytherapy was done and the intravascular ultrasound (ivus) showed incomplete apposition of the stent. The physician went back with a 3.25x9mm nc ranger balloon which was taken at 20 atmospheres of pressure, but angiography showed sluggish fill with some distal stenosis. Therefore, a 3.0x32mm express2 stent was deployed across the area of stenosis and repeated ultrasound showed excellent apposition with no evidence of significant stenosis. The pt had no complications. The pt was discharged on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.